Manufacturer narrative:
(B)(4). A photo was received and reviewed. Based on the photo evidence, the event description can be confirmed; there do exist malformed staples in the tissue. It appears, from the group of malformed staples clumped together that this may have been a case of tissue movement in the jaws towards the distal end of the device. Typically, the knife encounters a staple that keeps the device from cutting the tissue and instead pushes the tissue forward keeping the staple legs from hitting their intended pockets. Unfortunately, the photos cannot determine the root cause of the issue.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5328c. Addtional information requested and received: were there any issues with the firings of the two ecr60g cartridges? ¿ no, there was not. The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge reload was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line.

Event description:
It was reported that during a sleeve gastrectomy procedure, after two green ecr60g cartridge, and one ecr60d cartridge (middle-thick tissue cartridge) was chosen to perform with. After firing it was seen that the staples did not leave their nest properly, did not form b shape formation, and some of the staples were crooked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.